Manufacturer narrative:
As reported, galaflex lite scaffold removed from right breast after the patient presented with an infection in the left breast. Based on the information provided, no conclusions can be made as to the degree to which the device may have caused or contributed to the patient¿s clinical course. Review of manufacturing records confirms product was manufactured to specification. This MDR represents galaflex lite (device #2) implanted on right breast. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, the patient underwent bilateral implant exchange and mastopexy procedure with the implant of two galaflex lite meshes in left and right breasts on (B)(6) 2023. It was reported that the patient was diagnosed with staphylococcus infection in the left breast and underwent revision surgery by removing the galaflex lite meshes from both the left and right breasts on (B)(6) 2023.

Event description:
As reported, the patient underwent bilateral implant exchange and mastopexy procedure with the implant of two galaflex lite meshes in left and right breasts on (B)(6) 2023. It was reported that the patient was diagnosed with staphylococcus infection in the left breast and underwent revision surgery by removing the galaflex lite meshes from both the left and right breasts on (B)(6) 2023.

Manufacturer narrative:
As reported, galaflex lite scaffold removed from right breast after the patient presented with an infection in the left breast. Based on the information provided, no conclusions can be made as to the degree to which the device may have caused or contributed to the patient¿s clinical course. Review of manufacturing records confirms product was manufactured to specification. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to correct the medical device expiration date. This supplemental MDR represents galaflex lite (device #2) implanted on left breast. An additional supplemental MDR was submitted to represents galaflex lite (device #1) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.